Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device was found in backup vvi reset mode and reloading software resolved the issue. The device remains implanted.